Event description:
It was reported the valve was explanted due to regurgitation. During the explant procedure, one leaflet was broken into three pieces. The surgeon recovered all the pieces and implanted another valve (model and sn unk). Additional info has been requested.